Event description:
It was reported that the devices were used during a laparoscopic hernorrhaphy. It was reported by the rep that the staple jammed. A secondems was opened and it jammed. A third ems was opened to complete the case. There was no consequence to the paitent.